Event description:
It was reported that a stain was noticed beneath the line of a clearlink system, non-dehp continu-flo solution set while changing linens. The issue occurred during patient infusion with lipids. A blue chucks pad was placed under the peripherally inserted central catheter (PICC) line tubing and within 2 minutes showed leaking at the site of lipid filter/IV tubing connection; a crack at the connection side of the solution set was noticed. The line was changed under sterile conditions to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing was performed with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.